Event description:
Additional information was received on (B)(6) 2025, from the patient who reported that their replacement communicator worked well but their same charging cord was loose in the replacement communicator port. The agent verified the patient was using the replacement communicator via the serial number. The patient stated that they think they accidentally forgot to take the communicator charging cord out of the box before returning their old communicator. A replacement adaptor kit was requested from the repair department.

Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿no visual anomalies - passed bench test ¿ electrical failure¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, lot#, serial# (B)(6), product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 18-jul-2023, UDI#: (B)(4), h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient reported that they were having a hard time getting the communicator to stay charging as the charging cord wouldn't stay plugged into the communicator. The patient did not have another micro-usb cord available. The patient did not see any apparent damage to the charging cord. The issue seemed to be that the communicator charging port was loose as the patient stated that the cord wiggled when connected. The patient stated that the communicator indicator light would flash on and off when the charging cord was connected. The issue was not resolved. A replacement communicator was requested from the repair department.